Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported in per form that the ra lead 4135/24527919 was capped/abandoned on (B)(6) 2020 due to oversensing and pacing inhibition. No asystole.